Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat an osteoporotic vertebral compression fracture at l3. Anterior cement extravasation was noted intra-operatively "upward" in the vertebral body. The patient was asymptomatic and no additional intervention was required. The patient was discharged 24 days after surgery. It was also reported that the "viscosity of the cement was slightly softer". No other complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.